Event description:
It was reported that complete heart block (chb) occurred. Vascular access was obtained via a transfemoral approach. A lotus introducer was placed. A small safari2 guide wire was positioned. The mild to moderately calcified native aortic valve was treated with the successful implant of a 25mm lotus edge valve. No paravalvular leak (pvl) was noted. At an unknown time, the patient developed chb. A permanent pacemaker was implanted. No patient complications were reported.